Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 600 mg/dl. The customer was able to rewind the insulin pump due to alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.